Event description:
The rptr stated that conducted meter to hcp meter comparison tests in the fed state, about 4 hours after breakfast. The pt's meter read 209 mg/dl, and the dr's meter read 309 mg/dl. Tests were done within 15 minutes of each other. A control solution test was not done due to lack of supplies. On followup, the rptr verified the report. A control test, using new solution and the same test strips as in reported comparison tests, had a result that was in range, 134 (94-141). No harm was alleged.